Event description:
It was reported that a loss of bluetooth (ble) was alleged on the device. Technical support was contacted and a ble reset was performed. The device was then able to be re-paired with the patient's phone successfully. The patient was stable and will continue to be monitored.